Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is "broken". It was not clarified if "broken" meant physically damaged or if there was an internal malfunction. There was no patient involvement.